Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue ip custom room racks and found the mna power supply needed to be replaced and that the avc-x needed to be rebooted. To resolve the issue the technician replaced the mna power supply and rebooted the avc-x, tested the function and operation of the units, confirmed them to be operating to specification, and returned them to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor to one of their hexavue ip custom room racks was not displaying pictures and the touch panel to one of their hexavue ip custom room racks was frozen. No report of procedure involvement. No report of injury.